Manufacturer narrative:
(B)(4).the device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and slight evidence of tissue was observed on the base of the jaws. The silicone insulation on the cold jaw was observed to be peeled at the tip to the center of the cold jaw, slightly exposing the metal tip of the cold jaw. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. No other visual defects were observed. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life, test method" (B)(4) (bacon test). The device activated and transected the tissue five (5) times with no cautery failure observed. Based on the returned condition of the device and the results of the evaluation, the reported failure "electrical issue" was not confirmed, but was confirmed for the reported failure "material twisted/bent" and the analyzed failure "peeled".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Pa was harvesting greater saphenous vein. He went to activate the hemopro and was noticing it wasn't cutting appropriately. On further inspection he saw the jaw of the hemopro was separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Pa was harvesting greater saphenous vein. He went to activate the hemopro and was noticing it wasn't cutting appropriately. On further inspection he saw the jaw of the hemopro was separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.